Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19june2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The flow sensor was replaced to address the reported issue. After this repair, no other abnormality was found and periodic maintenance was completed. The device was not being used for treatment at the time the reported issue was discovered. There is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The reported issue was discovered during periodic maintenance. It was reported that the oxygen concentration was out of the allowable range. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue.

Manufacturer narrative:
Date rec'd by MFR: 14oct2019. Failure investigation was completed. The gas delivery system (gds) was received for evaluation. Visual inspection gds noted the data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. Failure investigation (fi) tested the returned gds using fi data acquisition pcba and oxygen solenoid valve and found defective component in designation u1 on the air flow sensor pcba created the air flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.